Manufacturer narrative:
Concomitant medical products: product ID: etlw1616c124e stent graft, date of implant: (B)(6) 2014; etbf3220c166e stent graft, date of implant: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedance, low impedance, t-wave oversensing (t wos) and noise. The lead was believed to be fractured and it was turned off. No patient complications have been reported as a result of this event.